Event description:
It was reported that the fiber broke in the middle of the procedure outside the patient. Both pieces of the fiber were retrieved. The procedure was completed with another of the same fiber. There were no patient complications.